Manufacturer narrative:
Section d1: brand name corrected section d4: catalog number and primary UDI corrected manufacturer¿s investigation conclusion: review of the submitted log files confirmed pump stop events which were associated with disconnection of the driveline. The submitted log files captured several pump stop events on (B)(6) 2024 which was associated with disconnection of the driveline. It was noted that the modular cable was visibly kinked, and the modular cable locking nut would not stay locked. The modular cable and system controller were urgently exchanged, and the alarms reportedly resolved. The patient was ultimately discharged home after monitoring. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-034386. No further related events have been reported at this time. The relevant sections of the device history records for mlp-034386 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 2 of the IFU, "system operations" (under "replacing the modular cable") provides instructions for connecting the modular cable to the pump cable as well as exchanging the modular cable. These instructions state: ¿connect the modular cable to the pump cable by aligning the white triangles and pushing the connectors firmly together. Rotate the locking nut of the modular inline connector until the clicking sound has stopped and the yellow line is hidden by the locking nut.¿ section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including driveline disconnect, as well as the appropriate actions associated with each condition. The patient handbook warns to ¿not disconnect the modular in-line connector or the pump will stop.¿ in addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." Furthermore, the patient handbook contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review for due to concern for modular cable damage. The patient reported a driveline power fault and arrived at the hospital for evaluation with low power advisories, driveline power faults, and driveline communication faults. The cause of the alarms was believed to be the modular cable. The patient had 14 pump stops over the span of 30 minutes. The patient was unaware that the pump stopped. The modular cable was visibly kinked from the system controller to the modular cable connection. The patient noted that the modular cable connection lock would not stay locked. The modular cable and system controller was exchanged as a power alarm intermittently occurred. The event log files captured pump off events on 14mar2024 from 19:19 to 19:33 followed by driveline power faults and driveline communication faults. The alarms resolved after the exchange. The patient was discharged. Related manufacturer reference number: 2916596-2024-01724 (modular cable (B)(6)). Related manufacturer reference number: 2916596-2024-01725 (system controller (B)(6)).